Event description:
The reporter stated that she did back to back blood glucose tests within 5 minutes using separate finger sticks. Her results were hi, 98 and 150mg/dl. She did not have any symptoms. During troubleshooting the reporter said that she checks the confirmation dot to make sure of coverage. Cleaning of the test strip holder and meter were discussed. No control testing was done due to unavailibility of supplies. No harm was alleged.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8